Event description:
It was reported that therapy was not delivered for ventricular fibrillation (vf) after removing the magnet during surgery. Boston scientific technical services (ts) was contacted, and ts recommended evaluating the device. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that therapy was not delivered for ventricular fibrillation (vf) after removing the magnet during a cardiovascular surgery. Boston scientific technical services (ts) was contacted, and ts recommended evaluating the device. External defibrillation was administered. The device was evaluated, and other than some undersensing there were no issues. Non-invasive programmed stimulation (nips) was performed along with defibrillation threshold (dft) testing, and the device's function was verified. The device and leads remain in service. No adverse patient effects were reported.